Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that atrial lead exhibited mode switch due to noise oversensing. No intervention was performed and the patient was in stable condition.